Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown.

Event description:
It was reported patient underwent initial m2a hip arthroplasty on an unknown date. Subsequently, a revision is recommended allegedly due to chronic dislocations of hip. There has been no reported revision procedure. No further information has been provided to date.